Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the event was not reported. Treatment for the event was not reported. The action taken with dianeal therapies was unknown. At the time of this report, the patient was recovered from the event. No additional information is available. This is report 1 of 3.